Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a routine device change out. During the procedure, the right ventricular pace/sense lead exhibited loss of capture. Due to the patient's age and condition, the physician elected to not replace the lead. The patient was in stable condition before, during, and after the procedure.